Event description:
It was reported that during infusion it was detected air and occlusion problem. Patient adverse effects are unknown.

Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿during infusion it was detected air and occlusion problem¿ was duplicated. The downstream occlusion (dso) sensor was out of specification (worn). There was no problem with the air detector. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.